Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation. Boston scientific technical services reviewed the available data and observed the event. Programming options were provided for a better device optimization. There were no adverse patient effects reported. The device remains in-service.